Event description:
3 months after having the essure placed I began to get symptoms. It started with 3 periods in one month and then missing 2 cycles. I have severe abdominal pain, and cramping, have had multiple yeast infections as well as bacterial vaginosis, migraines, vertigo, muscle pain, nausea and vomiting, hair loss, anxiety and panic attacks, clear fluid leakage, hives on the inner buttocks and vaginal lips, which causes extreme itching which has caused the skin to peel and thin.